Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a laparascopic anterior resection, the active blade broke off and was retrieved. Another instrument was used to complete the procedure with no patient consequence.